Manufacturer narrative:
The t:slim x2 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the customer experienced a continuous, ongoing elevated blood glucose (bg) level of 378mg/dl. The customer alleged the bg level was caused by the pump not delivering basal deliveries. The customer delivered correction boluses, administered manual injections, performed infusion set site changed and reverted to alternate therapy to address the bg levels. The customer performed their own troubleshooting in which the pump was removed for 24 hours and at times the customer observed no insulin dripping out of the infusion set during basal deliveries. Reportedly, the customer reverted to alternate therapy for insulin therapy.